Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care was contacted by a customer regarding act kaolin cartridges that yielded unexpected results on a male patient. There was no additional patient information at the time of this report. The customer does not have product to return for investigation. (B)(6). There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 10/31/2017. Retain and return product was tested and functioning according to specification.

Event description:
Na.